Event description:
The customer received a control result of 51 mg/dl on his contour usb meter. The normal control range was 105-146 mg/dl. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product is expected to be returned at this time.